Event description:
A (B)(6) old male peritoneal dialysis pt reported to his pd rn on (B)(6) 2012 that when he woke up his bed was wet and his transfer set had disconnected from the pt line during his dialysis treatment. The pt was treated with cefazolin 1 gram ip. A new 12" transfer set was attached to the pt's catheter. An effluent sample was obtained and sent for cell count, and culture including gram stain. The peritonitis has since resolved and the pt continues with pd therapy.